Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed that the guidewire was bent and the tip of the guidewire also appeared to be damaged with a protruding coil. No obvious evidence of use was observed on the sample in the returned photographs. While the guidewire was observed to be damaged, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there is a small hook at the front end of the saidinger guidewire opening, and the blood vessels cannot be sent in, which affects the whole catheterization process. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there is a small hook at the front end of the saidinger guidewire opening, and the blood vessels cannot be sent in, which affects the whole catheterization process. No other information was provided.